Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the time of the fixation and closure of the knots during a herniorrhaphy, the suture broke. A new suture was used to complete the case. There was no patient injury.